Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the thermal sensor in the exhalation flow sensor (evq) was bent. The se straightened the thermal sensor and re-installed the evq in the device and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time the event occurred.